Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-52 implantable pacing lead (B)(6) 2013; rvdr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead¿s pacing thresholds has risen since implant and were high. The r wave had decreased significantly. It was also noted that there was a complaint regarding the lead handling and that the suture sleeve was too flimsy and needed to be stiffer. The lead was repositioned; however, several weeks later, the lead again had high thresholds. The lead was repositioned a second time and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to a cut and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching. The lead was returned with severe explant damage including a proximal conductor extrinsic fracture - cut. There were no anomalies observed regarding the anchoring sleeve.

Event description:
It was further reported that the lead was explanted and replaced.